Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A biomedical engineer reported that a vitrectomy cutter would not cut during a procedure. Patient harm is unk. Additional info has been requested but none has been received.